Manufacturer narrative:
E1: facility full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the forceps/irrigation plug (isolated type) when used in the endoscope re-processor, it is necessary to soak in detergent solution and to brushing as a pre-cleaning. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, h2, h6, h11. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, it is most probable that the cause of the complaint is "traced to user" which indicates that the reportable event is caused partially or wholly by the user of the device including sample handling. However, the definitive root cause of the reported issue could not be determined. The event is preventable by handling device in accordance with the following instruction for use (IFU). Instructions forceps/irrigation plug (isolated type) maj-891 chapter 5 reprocessing: general policy an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.